Manufacturer narrative:
In use at the time of the event:CGM model: Unknown;Mobile OS: Unknown.

Event description:
It was reported that the pump experienced a malfunction. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (MDI) as a backup therapy until the replacement arrives.